Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the manifold valve is not shifting fully and was replaced. Per dealer manifold valve is not shifting fully.